Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
Upon inspection of the instrument, an immucor field service engineer found that some of the nozzles of the washer manifold had residual build-up around them. The residue was cleaned off. A screening assay was performed on the samples in question. Acceptable results were obtained. The instrument is operating within specifications.